Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description:st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on both of the patient's leads. The patient underwent a revision, during which, the physician suspected the leads were fractured and explanted them.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316, lot: 15564054, description: next generation anchor kit-sterile sc-2218-70, serial # (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection revealed that three cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark. The broken cables resulted in the reported complaint of high impedance. Sc-2218-70, serial # (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection revealed that four cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark. The broken cables resulted in the reported complaint of high impedance. Sc-4316, lot # 15564054: the clik anchors are intact and no parts of it are missing.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on both of the patient's leads. The patient underwent a revision, during which, the physician suspected the leads were fractured and explanted them.